Event description:
It was reported that the insulin pump is scrolling on it's own. Customer changed the battery and received the failed battery test. Customer's blood glucose reading is 405 mg/dl. Customer has treated with a manual injection. The insulin pump over delivered insulin and he went low. Customer's blood glucose dropped to 36 mg/dl. Customer has brought up the blood glucose level, now he is nauseated and vomiting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No numbers ramping or scroll bars moving up noted.